Event description:
Additional information was received indicating the device was explanted and replaced due to reaching elective replacement indicator (eri). It was also alleged that the oversensing was due to the right ventricular (rv) lead rather than the device. Related manufacturer reference number: (B)(4)

Event description:
During an in clinic follow-up, myopotential oversensing was detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed at this time. The patient was stable and will continue to be monitored.